Event description:
Information was received indicating that this ambulatory infusion pump exhibited error codes when powered on. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy plus pump was returned for analysis in fair condition. Cracked front housing was noted and the event history log was unable to be downloaded. The pump was powered up and alarmed ec 1210; which is a noted issue with the circuit board. Based on the evidence, the circuit board was the cause of the complaint. However, the root cause is unknown.